Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported "pain on my left breast and cancer in my family. This worries me also because I had a brain tumor", "have breast implants with the natrelle allergan that has been recalled". Later patient reported "silicone in lymph nodes". This record is for the left side. Device remains implanted.